Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2020, a patient (pt) in (B)(6) reported a diagnosis of corneal ulcer in the right eye (od) on (B)(6) 2013 while wearing an (B)(6) for astigmatism brand contact lens (cl). The pt reported experiencing irritation and discomfort ¿like sand in the eye¿ in the od. The pt visited an eye care provider (ecp) and was diagnosed with a corneal ulcer. The ecp prescribed medication (unspecified) and the pt suspended the use of cl for 1 year. No further information was provided. On 30jan2020, additional information was received from the pt: the pt reported the medication was prescribed for 7 days (unspecified name or frequency). The pt was advised to discontinue cl wear for the 7 days of treatment. The pt returned to the ecp for a follow-up visit after 7 days (unspecified date) and the prescribed eye drops were discontinued. The pt was advised that ¿everything was ok.¿ the pt decided to discontinue cl wear for 1 year, which was not instructed by the ecp. The pt was not able to provide the treating ecp contact information. The pt was not able to provide any additional information regarding the event. No additional medical information is expected to be received. This event is being reported as a worst-case event as the diagnosis and treatment were unable to be verified. The suspect od contact lens was discarded. No product or lot information was available. No analysis could be conducted. If any further relevant information is received, a supplemental report will be filed.